Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported that they cannot turn on the machine. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer replaced the power supply module and the device is returned to full functionality.

Manufacturer narrative:
The field service engineer (fse) confirmed the power failure. The fse replaced the power supply assembly to resolve the issue. Following the repair, the device was placed back into service. The power supply assembly was returned for failure investigation. The root cause was due to failure of c56, which prevented the power supply from operating on ac power.